Event description:
Procedure: hernia. According to the reporter: the customer reported that the surgical staff noted trocar seal was broken prior to use, the device was still in the package.

Manufacturer narrative:
(B)(4).